Manufacturer narrative:
Retroprospective: a review of the device history record (DHR) was reviewed. There was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Since, no product was returned an investigation of the product cannot be performed. No corrective action is warrant at this time.

Event description:
It was reported that there were two implants that were placed on (B)(6) 2016. The placed implants did not osseointegrate. Further information was received and it was reported that the implants were placed on tooth locations 20 & 21. The patient had complained of pain and visited the doctor on (B)(6) 2016 for a check-up. The doctor observed that the implants failed to osseointegrate, therefore, they were extracted on (B)(6) 2016. The pain the patient experienced was reported to have disappeared after the implants were removed. The implants had been placed in a simultaneously grafted site and the patient experienced some bone loss. No additional adverse events were reported. No abnormalities were observed with the implants themselves. (Please reference 3011649314-2017-00040/(B)(6)).

Manufacturer narrative:
This information is unknown. Serial number was corrected to n/a. Type of reportable event is serious injury.